Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The explanted lead and generator were received for analysis. The results of analysis are not relevant to the investigation as the event was not related to vns therapy.

Event description:
It was reported the patient's vns was to be removed due to a non-healing wound related to the patient's vns generator replacement surgery. Further follow up revealed part of the device was sticking out. The impaired healing was attributed to a reaction to the tape used to cover the wound. The vns lead and generator were explanted.